Event description:
It was reported via repair work order that the litter was unstable during use due to loose jack actuator rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.